Manufacturer narrative:
On 24-nov-2025, the user reported a hospitalization event that occurred on (B)(6) 2025 at approximately 11:39 pm est, during which the system displayed high sensor glucose (sg) values while the user's blood glucose (bg) was low. The user reported being hospitalized due to this event and receiving glucagon and IV glucose as treatment; at the time of the call, the user stated she was feeling well. The user provided the following example: 30-aug-2025, 11:39 pm, sg 397 mg/dl and bg 42 mg/dl. Review of the data management system (dms) showed that at 11:36 pm on 30-aug-2025, sg was 397 mg/dl with no bg entered, and sg was trending downward but remained significantly higher than the reported bg. Alert history confirmed that the user received a high glucose alert at 11:36 pm. In an associated case of sensor inaccuracy inclusive of the reported low glucose event, the user was unresponsive to multiple follow-up attempts. Review of dms data around the event timeframe showed variable and rapidly changing sg values; however, overall sg/bg agreement from 01-aug-2025 through 30-aug-2025 was good. Review of the in-vivo raw sensor data did not reveal any anomalies during the reported event timeframe. Despite comprehensive analysis of available data in dms, a definitive root cause of the reported sensor inaccuracy could not be established. However, potential contributing factors may include patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The system was not in use between 31-aug-2025 and 28-nov-2025; per case information, hospital staff disposed of the transmitter during the hospitalization, and a courtesy transmitter replacement was approved. The user resumed system use on 28-nov-2025 with the new transmitter, and by closure of this complaint, the system was functioning as expected. No additional adverse events or inaccuracy-related issues were reported. B4.date of this report 09 jan 2026. G3.date received by the manufacturer? 09 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4111,4121 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
H1 type of reportable event corrected to serious injury.

Event description:
The user reported a hospitalization event that occurred on (B)(6)2025, at approximately 11:39 p.m. Est, stating that the system displayed high sensor glucose (sg) values while she was actually experiencing low blood glucose (bg), which led to hospitalization; at the time of the call, the user reported feeling well. The event was related to diabetes, and the following example was provided: august 30, 2025, 11:39 p.m. Est - sg 397 mg/dl, bg 42 mg/dl. A review of the data management system (dms) confirmed that at the reported time, sg was 397 mg/dl and no bg value was entered, and that the user did not receive a low or high glucose alert because the sg did not cross the configured alert thresholds. The user received glucagon and intravenous glucose as treatment during hospitalization, and the user's healthcare provider (hcp) is aware of the event. Per dms review, the user has not been using the system since (B)(6) 2025, at 1:47 p.m., as the hospital staff disposed of the transmitter during hospitalization; adc approved a courtesy replacement transmitter, and the user was advised to follow up if inaccurate readings persist after receipt of the replacement transmitter.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.